Manufacturer narrative:
The customer¿s reported complaint of defective power cords causing power issues such as low battery alarms and not charging was not confirmed during the investigation of the returned power cord. Continuity testing and functional testing on the customer returned power cord demonstrated the power cord will power up and charge a lab pcu battery as intended. The alaris system was being used for treatment. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported many defective power cords, which caused some power issues on the devices such as providing low battery alarms even when connected to wall power source and the devices are not charging. Although requested, additional information was not provided.